Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Examination of the impactor found that it exhibits signs of repeated use and that one of the pads had disassembled / was missing and it wasn¿t returned as the locking screw was backed out / loosened. Device history record was reviewed and no discrepancies were found. The root cause for the disassembled impactor was found to be the over 15 years of use this device has had in the field. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, the impactor had disassembled and one of the impactor pads had come off. This was not noted prior to impaction of the femoral implant, which led to the femoral becoming scratched. A different femoral was used to complete the procedure. No adverse events have been reported as a result of the malfunction.